Event description:
It was reported the patient stopped using the system for at least six months and the ipg battery appears depleted. The patient realized the benefit of the therapy and would like the system replaced. On (B)(6) 2012 the ipg was replaced, the system was tested intra-operatively and everything was functioning properly.

Manufacturer narrative:
This ipg serial number was included in field advisories and a field action; 1627487-07262012-002-r, 1627487-07262012-001-c. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.